Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative, the needle of two sutures broke when loading into the needle holder. Another suture was used to complete the case. There was no patient involvement.